Manufacturer narrative:
Investigation ¿ evaluation: one ngage nitinol stone extractor was received for evaluation. The device was returned with the handle and the basket formation in the closed position. A visual examination noted the support sheath and the basket sheath are still attached. The collet knob is tight and secure. The male luer lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing pett measures 3.5 cm in length. The basket sheath has no evidence of damage, kinks or bends. A functional test determined the handle completely deploys the basket formation, but it only partially closes the basket formation. The handle was disassembled. The basket formation can be manually actuated to the open and completely closed positions. The handle was reset and reassembled; the handle actuates the basket formation to the open and close positions. Complaint has been confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances during the manufacturing process. A review of complaint history for this product/lot number combination revealed two other similar complaints have been received. The definitive root cause of this device issue could not be determined and no conclusion can be drawn. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported in preparation for a flexible ureteroscopy procedure, the ngage nitinol stone extractor basket was tested prior to use on the patient. The basket was not able to close completely and therefore could not be inserted into the flexible instrument. The device was put aside and was not used. Additional information has been requested regarding the device, patient and further event details. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. There was no information provided that indicated any patient impact.